Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/06/2020. Additional h3 investigation summary: one empty opened box, one empty labeled winding former and fourteen unopened samples of product code j346h, lot qbmdem were received for analysis. The complaint sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or detached needles were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The devices performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: how the procedure was completed? Unknown no additional information available at this time. Was there any adverse consequence associated with the patient? None disclosed, unknown. Please provide procedure date. Unknown but this year investigation summary: it was reported pull off suture needle. One picture was provided for evaluation. Upon visual inspection of the picture, one open box of product code j346, lot qbmdem could be observed. However, no conclusion could be reach as the complaint sample was not noted. A manufacturing record evaluation was performed for the finished device lot qbmdem, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date; and a suture was used. During the procedure, the needle popped off at swage. There were no adverse patient consequences reported. Additional information was requested.